Event description:
This spontaneous report was received on (B)(4)-2011 from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using the reach johnson &amp; johnson floss gentle gum care, fluoride, for dental cleaning (route-dental, lot number-2621d, expiration date unspecified). After an unspecified duration, while pulling the floss to cut it, the cutter fell out into the container. The consumer took it out and put it back on the floss but the cutter fell again.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.